Manufacturer narrative:
Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the right ventricular (rv) lead had low impedance and suspected insulation damage and had been programmed unipolar. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.